Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that, on (B)(6) 2013, the physician said that the pump looked like it had shifted up against the skin and he had recommended a pump revision or replacement. In (B)(6) 2014, a nurse was teaching a new person how to do refills and had said that the patient was ¿going to be a complicated one¿. It was also stated that the patient felt there were other issues with the pump. He was not sure if it was damaged or something and thought it might be replaced. He indicated that the pump hadn¿t really provided relief and he still had to take oral medications, but also noted that the pump worked when it was therapeutically increased. The hcp had started reducing the pump somewhere in (B)(6) 2012 because the patient had a side effect where it was making him sleep 17-18 hours a day for 40 days. The device system was used to deliver fentanyl and dilaudid. Nine days later, it was reported that, in (B)(6), the pump had been swiftly moving. In addition, the bottom part of the pump had been protruding, making a sharp area out of his skin. It was uncomfortable, stung, and was black and bruised in that area. It was noted that the hcp office had gone through some staff changes and never got the pre-authorization from insurance to have the surgery. Six days after that, it was reported that the patient was concerned about overinfusion and about motor stalls ruining his pump. At the time of report, there was no patient injury. The device system was reportedly used to deliver morphine. Another four days later, it was reported that the patient had pain at the pump site. When it was revised, during the week prior to report, the pump had not been flipped. To the reporter¿s knowledge, the patient was receiving effective therapy.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or device manufacturer representative. They had an appointment date of (B)(6) 2014. No further information was provided. It was then reported "the whole thing started in (B)(6)". Late in (B)(6) when the patient was moving and put a heavy television right on the pump. A week later, his pain returned and he had new pain and went through withdrawal. This was when the patient thought the catheter broke as well (refer to manufacturer report # 3004209178-2014-08880 for the catheter event). After the incident with the tv, the pump started moving. The bottom of the pump was protruding out. They had ordered surgery to fix the pump but "about six months later" found the catheter was broke so surgery for the catheter then occurred on (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report.